Event description:
The device was connected to a pt for routine monitoring through a 3 lead ECG module. Reportedly the device would spontaneously cycle power and lock-up during the use. The staff would cycle power and continue patient monitoring. There was no allegation of adverse affects to the pt reported, based upon continued use of the device.